Event description:
Customer reported via phone call that they experienced hypoglycemia and was treated using emergency medical service on (B)(6) 2022. Blood glucose value at the time of incident was 32 mg/dl. Customer stated he was given nasal spray to bring blood glucose back up. Customer was not able to upload to carelink at that time. The device will not be retuned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.